Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly analyzed. The lead was returned severed approximately 73 centimeters from the distal tip. Only the distal segment was returned. Visual inspection noted that the outer coils were stretched between 32 and 34 cm from the severed end. It was also observed that the insulation was kinked in this location. Resistance testing was performed to assess lead electrical performance. The lead failed this testing, indicating a fracture. Further detailed analysis was performed to further investigate the fracture site. An x-ray revealed that there were at least 9 fractures observed on the outer anode coils and they appeared flattened and slightly bent. The lead was dismantled and further analysis of the fracture site found that the inner insulation was worn through to the inner coil. Three of the fractures were exposed and examined for the failure mode. Each of the fracture surfaces had evidence of fatigue, indicating that this was the primary root cause for the fracture. Laboratory analysis confirmed that this lead was fractured. The location and fracture site morphology strongly suggests repetitive and cyclical motion at the suture sleeve as the cause for the multiple fractures.

Manufacturer narrative:
The lead was explanted and will be returned for laboratory analysis. No additional information is available. Once the lead has been returned and analysis completed, this report will be updated.

Event description:
Boston scientific crm received information that this left ventricular (lv) lead presented with a fracture at the suture sleeve. No adverse patient effects were reported.

Event description:
The lead was returned.